Manufacturer narrative:
It was reported that the patients' toe was caught on the stitching between mesh and leather. The patients' big toenail on the left foot came off, blood was present on the shoe. The shoe was returned and evaluated. The complaint has been confirmed; it was found there is stitching hanging down in the toe box area. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the patients' toe was caught on the stitching between mesh and leather. The patients' big toenail on the left foot came off, blood was present on the shoe.